Event description:
The clip applier could not be inserted easily through the trocar. As a result, some plastic shavings disengaged from the versaport cannula into the patient cavity, were subsequently retrieved, and a new trocar was utilized to complete the case without further incident.